Event description:
Pump malfunctioned unable to troubleshoot and replaced pump. Patient was using the pump at the time. Patient did not suffer clinical harm. Patient was able to switch to backup pump and infuse therapy. Pump first malfunctioned with occlusion, then error 4, then error 5 and was frozen unable to push any buttons. Pump couriered to patient. No other information available. Dose or amount: remodulin 380 microl/hr. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.